Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. Two needle-sutures were received for analysis. Product code hs6861h. The product code is double armed. During the visual inspection of the needles, the swage and attachment area of the needle were noted to be as expected. However, on one needle the edge area was noted with marks on probably caused by a surgical instrument. The received sutures pieces were inspected and was noted damage (split) near the swage area on one suture probably caused by a surgical instrument. Besides that, both ends were noted to be cut. Additionally, a photo was provided, and it showed the same condition of the received sample. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown. The following information was requested, but unavailable: - please provide lot number - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) contacted with the sales rep today via phone, the information requested is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a mitral valve formation procedure on (B)(6) 2024 and suture was used. During the procedure, it was reported that the suture got split in the surgery . Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.